Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Add'l info from importer report # 1018233-2012-00961: the pt's attorney has alleged a deficiency, but not yet received.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report for a "uretex". Add'l info from importer report # 1018233-2012-00961: uretex sup urethral support system, catalog # 485013. (B)(6).